Event description:
Covidien received info stating, "during use on a pt, a nurse confirmed pressure failure message was read, and the device stopped cycling." The pt was not harmed or injured as a result of the event.